Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not working and could not be calibrated. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The customer called technical support to report that the touchscreen was not working. The customer attempted to calibrate the touchscreen, but the issue remained. The remote service engineer (rse) created an onsite work order (wo) for the customer to have the device evaluated and repaired. A field service engineer (fse) was then dispatched onsite to diagnose the touchscreen malfunction, and upon arrival, the fse confirmed the reported issue as multiple areas the touchscreen were found to be nonresponsive. The fse performed touchscreen calibration, but the issue persisted. The fse therefore replaced the touchscreen per the v60 service manual, successfully performed touchscreen calibration, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.